Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that vessel dissection occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the dissection resulted in grade 1 blood flow. It was a c-type dissection and the distal segment of the implanted stent was close to occlusion. Additionally, the guidezilla was also used to assist in the withdrawal of the 2.50x20mm stent.

Event description:
It was reported that vessel dissection occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the dissection resulted in grade 1 blood flow. It was a c-type dissection and the distal segment of the implanted stent was close to occlusion. Additionally, the guidezilla was also used to assist in the withdrawal of the 2.50x20mm stent.

Event description:
It was reported that vessel dissection occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable.